Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure most of the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. No patient consequences reported.